Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported that the site continued to use the navigation system, and exams, without issue. In trouble-shooting, the medtronic representative was unable to reproduce the reported issue using the same patient exam or while using multiple other patient exams. No parts have been returned for manufacturer analysis.

Event description:
A medtronic representative received a report from the site stealth coordinator, stating that their navigation system unexpectedly exited and powered off after retrieving a patient exam using the embedded dicom query retrieve (q/r) in synergy cranial 2.2.6. An error message was received after the patient exam was retrieved and prior to the navigation system powering off. After powering the system back on, the exam fully transferred. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.